Event description:
It was reported the patient¿s spinal cord stimulator (scs) was not working; starting a few days ago the patient had not been able to feel stimulation. It was noted the patient had not had any falls or traumas. The patient tried turning stimulation up from 4.2 to 5.4 but still could not feel stimulation. The patient tried turning the implantable neurostimulator (ins) off and then on again and still had no stimulation sensation. It was noted the patient was usually not that high but had tried turning stimulation up to see if he could feel it. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 7495-51, serial# (B)(4), implanted: 2001-(B)(6), product type extension. Product ID 7495-51, serial# (B)(4), implanted: 2001-(B)(6), product type extension. Product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 74002, lot# n218569, implanted: 2009-(B)(6), product type adapter, product ID 3888-33, lot # j0114277v, implanted: 2001-(B)(6), product type lead, product ID 3888-33, lot# j0114277v, implanted: 2001-(B)(6), product type lead. (B)(4).